Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an elective device replacement, insulation damage was observed on the rv lead. All electrical parameters were measured and noted to be normal and within range. The physician decided to repair the lead with medical adhesive. The lead will be closely monitored. The patient condition was good following the event.